Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer received questionable results from 1 patient sample tested for thyrotropin (tsh), free thyroxine (ft4) and free triiodothyronine (ft3) on a cobas 8000 analyzer (serial number unknown). The serial number of the analyzer was requested but not provided. These results were reported outside the laboratory and were questioned by a physician who stated that the elecsys thyroid tests were unbalanced and asked for an investigation. The sample from the patient was submitted for investigation and tested on an analytical e module analyzer and a cobas e411 analyzer. Of the data provided, only the results for ft4 and ft3 were erroneous. Refer to the attachment to the medwatch for all patient results. All results from the investigation will be reported to the customer. This medwatch will cover ft3. Refer to medwatch with patient identifier (B)(6) for information on the ft4 erroneous results. No adverse event was reported. The mod-pe analyzer serial number was (B)(4). The e411 analyzer serial number was (B)(4). These were the analyzers used at the investigation site. A specific root cause could not be identified as sample material from the patient was not available for further investigation.